Event description:
It was reported that the cable to the system's water chiller melted and filled the equipment room with smoke. The local fire company was called and the CT technician was treated in the facility's emergency room for smoke inhalation. Investigation to the incident showed that the cable was coiled the installation instructions state that excess cable should not be coiled, but should be routed in a serpentine pattern.